Manufacturer narrative:
The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device. If the device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information the titan touch was implanted and the patient confirmed the implant worked properly and could be inflated. Now the patient has come for a consultation after surgery and the pump doesn't work. It is impossible to press it so that the implant swells. There are no signs of inflammation, hematoma. Everything is fine according to the computer tomography.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device is not working. The pump is not able to be pressed so the device can inflate. Patient had imaging and there were no signs of inflammation or hematoma. No other adverse patient effects were reported.